Event description:
2nd revision surgery occurred (B)(6) 2020, approximately 1 month after the first revision surgery. 135/145 36/+9 humeral cup was removed and replaced by 135/145 36/+3 humeral cup and reversed adapter for a total spacing of +12. Primary surgery on (B)(6) 2018.